Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2016 due to low blood glucose blood glucose. Customer's blood glucose was over 21 mg/dl and woke up having a seizure. Customer was not taken to the hospital. Customer did not know what caused low blood glucose but spoke with healthcare professional and does not believe that low blood glucose was due to insulin pump. Customer declined troubleshooting.